Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for an error. The blood glucose reading was 15 mmol/l. The insulin pump could not be rewound. It was advised that the customer revert to a back up plan per a health care professional's instruction.

Manufacturer narrative:
The insulin pump alarmed no motor movement during rewind due to moisture traces at the motor home switch also, unable to perform functional testing including self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no motor movement. The insulin pump was received with minor scratched display window and case.